Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the ectatic, moderately calcified, mid, left anterior descending (lad) coronary artery. A 3.5 x 48 mm xience xpedition stent delivery system (sds) was to the lesion and the stent implant was successfully deployed. Following post-dilatation with an unspecified balloon catheter, a proximal edge dissection was observed. Another stent implant was successfully used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.